Event description:
It was reported that the patient experienced a shocking feeling around the implantable neurostimulator (ins). Corrective actions were noted as ¿other.¿ the event was noted as resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3387, product type: lead. Product ID 3387, product type: lead. Product ID neu_unknown_ext, product type: extension. Product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that corrective actions included complaint and device reviewed by programmer and surgeon.